Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within the common bile duct of a patient on (B)(6), 2012 during a stent placement procedure. According to the complainant, the stent was being implanted as a palliative measure to treat a 4cm, malignant stricture in the distal common bile duct. The patient's anatomy was not tortuous, nor was it dilated prior to stent placement. During the procedure, the stent was advanced over the guidewire and into the target lesion. Under fluoroscopic guidance, the stent was released within the stricture; however, it was noticed that the retrieval loop on the stent was caught on the delivery system. The physician was able to release the stent by pulling on the delivery system several times. Once the retrieval loop released from the delivery system, the outer sheath was closed back over the tip of the device and removed from the patient with no issues. The stent remains implanted within the correct position inside the patient. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.